Event description:
The customer states that one pt sample generated discrepant results when tested and repeated using a cell-dyn 1800 hematology analyzer. The customer provided the following results; initial hgb=7.5 g/dl, first repeat hgb=11.1 g/dl and third repeat hgb=10 g/dl. The customer states that control values were within acceptable ranges. Results were not reported out of the lab and no impact to pt management was reported. No add'l pt info was provided. The customer requested svc.

Manufacturer narrative:
Investigation summary: in 2007, the customer states the cell-dyn 1800 analyzer generated discrepant results for hemoglobin (hgb). One pt recovered hgb values of 7.5, 11.1, and 10.9 g/dl. There was no known impact to pt management as pt results were not reported to the medical provider. The customer observed that sample syringe was crusty and did not look right. A customer technical advocate (cta) reviewed history and found on the last site visit by a field rep indicated that the sample syringe had been replaced. The customer requested a visit by a field svc rep (fsr) as soon as possible. The fsr found hgb reference value was out of range and therefore, cleaned the hgb flow cell. Per the cell-dyn 1800 operator's manual: inaccurate hgb readings may be caused by contamination of the hgb flow cell with organic residue, which may be resolved by auto clean (weekly maintenance) or checking and or cleaning of the hgb flow cell (monthly maintenance. Spuriously high hgb/mchc may be caused by dirty hgb flow or low hgb reference (<1800) and may be resolved by cleaning the hgb flow cell (as required maintenance) or changing lyse. Trending: a review of complaint reports, for the period of october 2006 through march 2007, did not indicate any adverse trend for cell-dyn 1800, list base for issues with discrepant results. Note: review of instrument complaint history found that this is relatively new install, (october 2006). History also indicated that the operators were untrained at this site. Labeling: the event is addressed in the cell-dyn 1800 sys operator's manual: troubleshooting and diagnostics: index of error messages and conditions; data problems: inaccurate hgb readings: spuriously high hgb, mch, or mchc results. Conclusion: device maintenance contributed to the event. Cleaning the hemoglobin flow cell resolved the issue. No impact to pt management was reported. This is the final report.